Manufacturer narrative:
Investigation: a used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. All pressure sensors were inspected and determined to be functioning properly. It was also noted that there were no signs of clumping or clotting in the set. Hemostats, tubing strippers, and water pressurized via syringe were used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All witness and wear marks indicate individual loop and channel components were properly loaded. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was red blood contamination during pas addition. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available at this time terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.11. Investigation: a used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. All pressure sensors were inspected and determined to be functioning properly. It was also noted that there were no signs of clumping or clotting in the set. Hemostats, tubing strippers, and water pressurized via syringe were used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All witness and wear marks indicate individual loop and channel components were properly loaded. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the pumped volumes were all within the expected ranges, and that all checks were passed during additive solution addition. Based on the available information, it cannot be ruled out that the clamp which was left partially open may have resulted in rbcs being pulled from the channel and into the platelet product bags. Additionally, it cannot be ruled out that the cassette may not have been completely cleaned of rbcs prior to the platelet valve opening to add pas to the product bags. The signals in the run data file indicate that the green reflectance value did not drop below the minimum threshold, nor did the ratio of the red to green reflectance exceed the maximum threshold, for flagging the platelet product for wbc verification during pas addition. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was red blood contamination during pas addition. There was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The wbc count is not available at this time.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. All pressure sensors were inspected and determined to be functioning properly. It was also noted that there were no signs of clumping or clotting in the set. Hemostats, tubing strippers, and water pressurized via syringe were used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All witness and wear marks indicate individual loop and channel components were properly loaded. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the pumped volumes were all within the expected ranges, and that all checks were passed during additive solution addition. Based on the available information, it cannot be ruled out that the clamp which was left partially open may have resulted in rbcs being pulled from the channel and into the platelet product bags. Additionally, it cannot be ruled out that the cassette may not have been completely cleaned of rbcs prior to the platelet valve opening to add pas to the product bags. The signals in the run data file indicate that the green reflectance value did not drop below the minimum threshold, nor did the ratio of the red to green reflectance exceed the maximum threshold, for flagging the platelet product for wbc verification during pas addition. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was red blood contamination during pas addition. There was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The wbc count is not available at this time.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: a used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. All pressure sensors were inspected and determined to be functioning properly. It was also noted that there were no signs of clumping or clotting in the set. Hemostats, tubing strippers, and water pressurized via syringe were used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All witness and wear marks indicate individual loop and channel components were properly loaded. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the pumped volumes were all within the expected ranges, and that all checks were passed during additive solution addition. Based on the available information, it cannot be ruled out that the clamp which was left partially open may have resulted in rbcs being pulled from the channel and into the platelet product bags. Additionally, it cannot be ruled out that the cassette may not have been completely cleaned of rbcs prior to the platelet valve opening to add pas to the product bags. The signals in the run data file indicate that the green reflectance value did not drop below the minimum threshold, nor did the ratio of the red to green reflectance exceed the maximum threshold, for flagging the platelet product for wbc verification during pas addition. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Root cause: a root cause assessment was performed for this complaint. The signals in the run data file indicate that the pumped volumes were all within the expected ranges, and that all checks were passed during additive solution addition. Based on the available information, it cannot be ruled out that the clamp which was left partially open may have resulted in rbcs being pulled from the channel and into the platelet product bags. Additionally, it cannot be ruled out that the cassette may not have been completely cleaned of rbcs prior to the platelet valve opening to add pas to the product bags. The signals in the run data file indicate that the green reflectance value did not drop below the minimum threshold, nor did the ratio of the red to green reflectance exceed the maximum threshold, for flagging the platelet product for wbc verification during pas addition.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the double platelet product (double). There was red blood contamination during pas addition. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available